Event description:
During a pta procedure, a portion of the balloon catheter became lodged in the artery while the catheter was being removed. Attempts were made to retrieve the foreign body with a retrieval device, but were unsuccessful. A small piece remains within the artery. Pt status is listed as "ok".